Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for (2) unknown plates/unknown lot number. Original implant date sometime in (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. (B)(4) the complainant indicated that a patient had hardware removal due to non-union and infection. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was implanted with hardware in (B)(6) 2016 (exact date unknown). Postoperatively, on an unknown date, patient developed infection. The hardware removal surgery was performed on (B)(6) 2016 due to non-union, infection, pain, discomfort and irritation. Surgery was completed successfully without any surgical delay. Patient status/outcome reported as good. There are 2 devices in this complaint. This report is 2 of 2 for (B)(4).